Event description:
It was reported that after a diagnostic procedure, arteriotomy closure of the right common femoral artery was attempted using a starclose se device. Reportedly, after clip deployment, the device exit ports were blocked and the device could not be removed. The safety release mechanism was successfully activated twice to refold and retract the locator wings, but the device remained blocked and could not be removed. The device was removed after some manipulation by a surgeon without requiring a surgical procedure. Once the device was removed from the anatomy, it was noted that the starclose se device clip had deployed properly in the artery; however, hemostasis was not achieved completely. A minimal amount of manual arterial compression was reportedly applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be in training in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty removing the closure device could not be confirmed. Inspection of the returned device did not detect any damage, anomaly or manufacturing issue. Internal handle inspection also determined that all components were in their proper positions for the received state. In addition, lab testing of the device confirmed proper device deployment functionality. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.